Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture/device breakage'), device dislocation ('migration'), embedded device ('the majority of the device was imbedded somewhere in the external cornu region of the uterus'), cholecystectomy ('surgery (other) type of surgery: gallbladder removal'), pulmonary arterial hypertension ('blood or heart disorder/condition type: primary pulmonary hypertension') and ovarian neoplasm ('tumor / teratoma / cancer type: tumor on one of the ovary') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pelvic pain female, device breakage and pelvic adhesions. Concurrent conditions included body mass index normal, breast cancer and ovarian neoplasm. Concomitant products included iloprost (ventavis) and macitentan (opsumit). In 2002, the patient had essure (ess205) inserted. In 2003, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2004, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: endosmosis") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: need to go to the restroom all the time"). In 2016, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pulmonary arterial hypertension (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and abdominal pain lower ("lower belly pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (diagnostic hysteroscopy,laparoscopic excision and removal, oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, cholecystectomy, pulmonary arterial hypertension, ovarian neoplasm, cystitis, urinary tract infection, female sexual dysfunction, reproductive tract disorder, nausea, dyspareunia, fatigue, weight increased, gastrointestinal disorder and abdominal pain lower had not resolved and the device dislocation and embedded device outcome was unknown. The reporter considered abdominal pain lower, cholecystectomy, cystitis, device breakage, device dislocation, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, nausea, ovarian neoplasm, pulmonary arterial hypertension, reproductive tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Essure removal: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No. Type of application: disability. Date (or year) application: 1998. Nature of claimed injury/disability: heart and lung disease. Essure insertion date provided in pif : (B)(6) 2004, 2000 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Concerning the injuries reported in this case, the following were reported from patient¿s medical record :the majority of the device was imbedded somewhere in the external cornu region of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture/device breakage'), device dislocation ('migration'), embedded device ('the majority of the device was imbedded somewhere in the external cornu region of the uterus'), cholecystectomy ('surgery (other) type of surgery: gallbladder removal'), pulmonary arterial hypertension ('blood or heart disorder/condition type: primary pulmonary hypertension') and ovarian neoplasm ('tumor / teratoma / cancer type: tumor on one of the ovary') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pelvic pain female, device breakage and pelvic adhesions. Concurrent conditions included body mass index normal, breast cancer and ovarian neoplasm. Concomitant products included iloprost (ventavis) and macitentan (opsumit). In 2000, the patient had essure (ess205) inserted. In 2003, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2004, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: endermosis") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: need to go to the restroom all the time"). In 2016, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pulmonary arterial hypertension (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and abdominal pain lower ("lower belly pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic excision and removal of essure devices, oophorectomy (bilateral removal of ovaries) and surgery to remove the essure/oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, cholecystectomy, pulmonary arterial hypertension, ovarian neoplasm, cystitis, urinary tract infection, female sexual dysfunction, reproductive tract disorder, nausea, dyspareunia, fatigue, weight increased, gastrointestinal disorder and abdominal pain lower had not resolved and the device dislocation and embedded device outcome was unknown. The reporter considered abdominal pain lower, cholecystectomy, cystitis, device breakage, device dislocation, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, nausea, ovarian neoplasm, pulmonary arterial hypertension, reproductive tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Essure removal: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure . Removal? No. Type of application: disability date (or year) application: 1998 nature of claimed injury/disability: heart and lung disease essure insertion date provided in pif : (B)(6) 2004, 2002,2000. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Concerning the injuries reported in this case, the following were reported from patient¿s medical record :the majority of the device was imbedded somewhere in the external cornu region of the uterus. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received: event: 'the majority of the device was imbedded somewhere in the external cornu region of the uterus' , medical history, reporter information added. Essure product code updated to ess205. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. In 2002, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: need for additional surgery . Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-nov-2017: event medical device removal and complication was deleted and event migration, device fracture, pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture/device breakage"), device dislocation ("migration"), cholecystectomy ("surgery (other) type of surgery: gallbladder removal"), pulmonary arterial hypertension ("blood or heart disorder/condition type: primary pulmonary hypertension") and ovarian neoplasm ("tumor / teratoma / cancer type: tumor on one of the ovary") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal and breast cancer. Concomitant products included iloprost (ventavis) and macitentan (opsumit). In 2000, the patient had essure inserted. In 2003, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2004, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endosmosis") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: need to go to the restroom all the time"). In 2016, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pulmonary arterial hypertension (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and abdominal pain lower ("lower belly pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries) and surgery to remove the essure/oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, cholecystectomy, pulmonary arterial hypertension, ovarian neoplasm, cystitis, urinary tract infection, female sexual dysfunction, endometriosis, nausea, dyspareunia, fatigue, weight increased, gastrointestinal disorder and abdominal pain lower had not resolved and the device dislocation outcome was unknown. The reporter considered abdominal pain lower, cholecystectomy, cystitis, device breakage, device dislocation, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, nausea, ovarian neoplasm, pulmonary arterial hypertension, urinary tract infection and weight increased to be related to essure. The reporter commented: need for additional surgery essure removal: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No. Type of application: disability. Date (or year) application: 1998. Nature of claimed injury/disability: heart and lung disease . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received with her demographic details were updated. Aka name added. Product indication updated. Suspect drug implant date updated from: (B)(6)2002 to (B)(6)2000. Following events were added: infection (bladder/ urinary tract/vaginal) type: bladder, uti, apareunia (inability to have sexual intercourse), reproductive system disorder or condition type of disorder or condition: endosmosis, blood or heart disorder/condition type: primary pulmonary hypertension, nausea, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: tumor on one of the ovary, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: need to go to the restroom all the time, lower belly pain, she did not undergo an essure confirmation test and surgery (other) type of surgery: gallbladder removal. Event clubbed: device fracture/device breakage. Event onset date were added. Event severity added for lower belly pain and dyspareunia (painful sexual intercourse). Event outcome added for all the events which are claimed in pfs. Medical history added. Concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs